Event description:
Follow-up information indicated that the pain at the ipg site resolved following the ipg being relocated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) was part of the discogenic pain clinical study and experienced pain at the ipg pocket site. Surgical intervention took place on (B)(6) 2016 and the ipg was placed in a more cranial position within the existing ipg pocket.